Event description:
It was reported that a user experienced persistent hyperglycemia after lunch while using the ilet system with a contact detach infusion set; insulin delivery was found to have stopped for approximately two hours until the cannula was filled and a new infusion site was placed, after which insulin delivery resumed. Symptoms included elevated blood glucose above 400 mg/dl for about four hours without ketone testing, loss of consciousness, or professional medical intervention. Outcomes included temporary interruption of insulin therapy and user troubleshooting with guidance to change the infusion site and fill the cannula. Investigation included review of device data, confirmation of no insulin delivery prior to cannula fill, and guided infusion set replacement and cannula fill. Investigation of this case revealed an unresolved cause of hyperglycemia with suspected infusion delivery interruption at the infusion site or cannula priming step, with device function restored after site change and cannula fill. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.